Manufacturer narrative:
The reported event of ¿wear over the defibrillation coil¿ was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found procedural damage to the optim sheath. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an initial implant. During the procedure it was noted that there was wear over the defibrillation coil of the lead. The lead was not used, and a new lead was implanted. There were no patient consequences.